Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report an error on the right master tool manipulator (mtmr) of surgeon console #2. The technical support engineer (tse) reviewed the system logs and confirmed the error. The customer elected to disable the mtm and continue working from surgeon console #1. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The mtm was placed on an in-house system and was driven with no issues. No errors were triggered and no physical damage was identified on the unit. A review of the logs revealed the unit had errors 32098, 23068, 23069, and 32198 pointing to the mtm yaw. Upon further testing, the unit was placed under fitness testing and 1-hour sine cycle. The unit failed only during slow gravity friction-wrist pitch (wp) and all other tests passed. A 1-hour slow speed test on the yaw was performed due to the field errors, however, no errors were triggered. The complaint was confirmed, but not replicated, based on failure analysis.